Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
N impella cp device was inserted via the right femoral artery in a 55-year-old male patient presenting in cardiomyopathy and cardiogenic shock (cgs) due to myocarditis-like symptoms, with scai stage d shock, on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. After the impella placement, the support level was set to p-9 for approximately three hours. Hemolysis was detected by hematuria, so the position was adjusted, the support level was lowered, and dobutamine and pitressin were added. Continuous hemodiafiltration (chdf) was initiated and haptoglobin was administered, but the hemolysis continued. The patient was managed at p-2, but the hemolysis worsened on the third day of use, so the physician removed the impella. The post-procedure outcome is unknown. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).